Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that last night during a bolus, the up button kept scrolling. Customer went to do a correction bolus this morning and it kept scrolling when she would press the up/down arrow button. Customer reported that the esc button was not responding and this morning she received a button error. Customer's blood glucose was 228 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.